Event description:
Initially, it was reported that the patient underwent generator and lead replacement for an unknown reason. Further follow-up revealed that high impedance was observed when the new generator was placed on the existing lead. The lead pin was reinserted into the new generator's header which still resulted in high impedance. The lead was then replaced. Device diagnostics with the new lead and generator were within normal limits. It was reported that there were no observed lead fractures and the explanting facility does not return explanted devices for analysis. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4): device failure is suspected, but did not cause or contribute to a death or serious injury.